Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h11. Corrected field - h6 (type of investigation).

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported by customer that during use of intra aortic balloon, it was found that the interface of the balloon extension tube did not match. Changed another and found same problem. Then the customer checked inventory and found another one. These three iab are from the same lot. No harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected field - b3 (date of event).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d1, d4 catalog, version, lot, UDI number, e1 event site telephone number. No decon or visual inspection performed since product was not returned and could not be evaluated. A picture of the extender tubing was sent by the customer. The picture shows two of the same luer at each side of the tubing which was determined to be a manufacturing issue and CAPA 1339446 was initiated to further investigate the issue. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). There was (1) crapa (1339446 ) for the product type in the two-year review period. The CAPA is currently ¿completed - pending effectiveness check¿.